Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 413 mg/dl at the time of incident and other 306 mg/dl. The customer does not allege pump was under delivery. Customer was using insulin pump system within 48 hours of reported high blood glucose. The insulin pump will not be returned for analysis.